Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to determine the most likely cause of the reported event is the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the device meets factory specifications. In the event the suspect component is received for vyaire's failure analysis laboratory or additional information is received a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the display will sometimes stay dark on boot-up. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An evaluation of the component could be confirmed and duplicated. The lcd display cable has failed. Inspection of the lcd display cable found that one end is cracked. This issue will be internally investigated within vyaire.